Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high flow insufflation unit powered off. The issue occurred during pre-use inspection prior to an unknown diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation.   New information added on fields: h3, h4, h6, h7 and h9. Correction on fields: d9 and g2 (health professional was inadvertently unselected in the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was not confirmed. During the device evaluation, it was found that an alarm sound was generated, and the front panel was turned off. Based on the results of the investigation, a definitive root cause could not be determined for the first event (the power goes down). However, it was likely that the front panel turned off and the alarm sounded due to a failure of the printed circuit board (sensor for the duct line pressure). Olympus will continue to monitor field performance for this device.